Event description:
During a wedge resection procedure, a part of staple would not come out at 2nd firing. Another device was used to complete the case. There were no adverse consequence to the patient.